Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had to charge the ipg on a daily basis after having fallen in (B)(6) 2015 . X-rays did not reveal any anomalies. As such, surgical intervention was undertaken on (B)(6) 2017 to explant and replace the ipg.